Manufacturer narrative:
The device was returned to olympus medical systems (B)(4) private limited (omsi) for evaluation. The evaluation of the device by omsi confirmed the following: the reported event was reproduced. Defect of the power unit was noted. Omsi guessed that the reported event was caused by the defect of the power unit of the device. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the main lamp of the device did not light up and the spare lamp got active. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc assumed that the defect of the power unit was accidental failure. If additional information becomes available, this report will be supplemented.